Manufacturer narrative:
(Conclusions) - code (other) - it is a known issue that no magnetic materials should be brought into the examination room. Philips' safety directions as present in the instruction for use has warnings on this matter. The system was operating within specs.